Event description:
Our medical office received a new brand of scalpel - it has a safety sheath over the blade. On some of the blades it is impossible to slide the safety sheath back. One of the doctors in our office sustained a laceration to the left 3rd finger, trying to disengage the safety sheath on one of these blades. Her injury required an ER visit with dermabond repair of the laceration. She cannot participate in our surgery -c- section - call pool until the injury is healed.